Event description:
This case was initially received via regulatory authority ((B)(6)) on 22-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of neck pain ('chronic neck pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2017, the patient experienced neck pain (seriousness criterion medically significant), migraine ("chronic migraine"), generalised anxiety disorder ("generalized anxiety"), insomnia ("difficulties to sleep / insomnia"), middle insomnia ("night awakening"), joint stiffness ("jawbone stiffness"), disturbance in attention ("concentration difficulties") and tinnitus ("tinnitus"). At the time of the report, the neck pain, migraine, generalised anxiety disorder, insomnia, middle insomnia, joint stiffness, disturbance in attention and tinnitus outcome was unknown. The reporter provided no causality assessment for disturbance in attention, generalised anxiety disorder, insomnia, joint stiffness, middle insomnia, migraine, neck pain and tinnitus with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.